Manufacturer narrative:
No case specific details were provided and as reported the surgeon is not available at this time to provide additional details. Based on the limited information provided no conclusion can be made. The instructions-for-use for the davol 3dmax light mesh were reviewed and were found to adequately provide instructions, warnings, and known risks associated to the use of the device. No lot numbers were provided; therefore we are unable to review the manufacturing records of the lot(s) in question. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
A facility in (B)(6) reported that following implant of davol 3dmax light mesh they have experienced the need for revision surgery. The sales rep reports that the issue appears to be use related. No case specific details were provided. Requests have been made to obtain case specific details. To date no specific information has been provided.